Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the up/down (u/d) angulation control knob and flexibility adjustment ring. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: stiffness control, up down knob leak, c-cover insulation threshold, ccd (charged coupled device ) cover lens scratched, c-cover (plastic distal end cove ) cracked, a-rubber glue cracked, bending tube shorten, connecting tube / passive bending scratch pocket pouch, connecting tube / passive bending protector coating peel off, air /water nut painting peel off, suction cylinder nut painting peel off, universal cord wrinkle, universal cord scratch, scope connector water mouthpiece deformed, up down / right left knob angulation less or specified value, up down / right left knob angulation play, stiffness control wire movement, natural air supply volume at idle nozzle clogged, water contact / water removal nozzle clogged, air function specify air flow nozzle clogged, and water function specify water flow nozzle clogged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope did not blow air and did not absorb water. The device was returned for evaluation. During the device evaluation, it was found that the nozzle was clogged with a foreign material of unknown origin. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.